Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having some pain in their hip. Thought the head was wearing through the poly. Upon examination, the head was wearing on the side of the poly. The s rom 18 x 13 x 160 30 std stem was removed and version was changed in the stem. Surgeon would like to have poly examined to see if any manufactures issues. Doi: (B)(6) 2017, dor: (B)(6) 2020. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm surgical intervention.